Manufacturer narrative:
Manufacturing site evaluation: two possible lot numbers were provided; each was evaluated. There are no previous complaints of any of the two code-batches. We manufactured and distributed (B)(4) units of the batch 115291 and (B)(4) units of the batch 114395. Both batches were manufactured exclusively for (B)(6). We received (B)(4) closed samples of 115291 batch, (B)(4) closed sample of batch 114395 and (B)(4) open sample with a detached needle with batch 115291. We also used (B)(4) units of batch 115291 that were in stock for analysis. Several physical tests were performed to the samples received. Thread surface. Diameter, knot pull tensile strength, linear elongation, needle attachment strength. Thread surface: the surface of the thread in the samples received were reviewed and no damage was found in either batch. Diameter: thread diameter results conducted on the closed samples received fulfil the requirements of the OEM for this size and thread. Diameter average value is in the medium range of the requirements: thread diameter: sample average: minimum: maximum: batch 114395, 0.045 mm, 0.040 mm, 0.049 mm. Batch 115291, 0.046 mm, 0.040 mm, 0.049 mm. Knot pull tensile strength (kpts): we have tested the kpts of the samples received and the results fulfil the requirements of the OEM: linear elongation: linear elongation is considered as the increase in length (%) of the thread over just the initial length of linear tensile strength test. The results obtained from the samples received fulfil requirements. Linear elongation: sample result : bbs specifications: 114395, 26.1%, 18 - 38 %. 115291, 24.3 %, 18 - 38 %. Needle attachment strength: we have tested the needle attachment strength of the samples received and the results fulfil the requirements of the OEM. Review of the batch manufacturing records was completed and both products had a normal process and the results during the process fulfilled OEM requirements. (B)(4) units were manufactured with the same raw material batches as the involved (114395 and 115291) and we have not received any other complaints. Final conclusion: the samples received fulfil the specifications. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Needle detaching from thread; thread breaking into pieces and the color of the thread makes it difficult to see in the blood surface. A (B)(6) day old female underwent arterial switch operation and aortic arch repair on cp by pass. The arch repair with a patch (bovine pericardial patch, xenosure biological patch) was complicated by repeated suture breakdown of 8/0 premilene (used to suture aortic and patch). Needed 10 sutures to complete the arch repair with great difficulty (surgeon normally uses 2-3 sutures). Post operatively had multiple bleeding from arch repair site which ultimately led to death on the table. Suture technique employed was supposed to be continuous but due to breakages had to be interrupted. Surgery was prolonged for more than 60 minutes. Bleeding: due to continuous breakage of the suture, surgeon was unable to perform proper continuous suturing which caused unstoppable bleeding.